Event description:
Attorney reported: (B) (6) 2008 - pt underwent a ventral incisional hernia repair surgery. Pt's hernia was repaired with a small bard ventralex mesh. On (B) (6) 2008 - pt returned to the emergency room with complaints of nausea and vomiting. Tests revealed a small bowel obstruction that physicians attempted to treat with medication and a nasogastric tube. On (B) (6) 2008 - the obstruction did not resolve itself and pt was taken to the operating room for any exploratory laparotomy. During the procedure, she underwent lysis of adhesions, removal of mesh and small bowel resection. Following the procedure, pt was transferred to the surgical intensive care unit where she remained for six days. Pt was discharged on (B) (6) 2008. Because of the defective patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.